Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to alveolar hemorrhage. The pump was explanted and was discarded at the hospital. There were no alarms during the event.

Manufacturer narrative:
Section d4, model and catalog number, primary UDI number: corrected section e1: customer site was (B)(6). Reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The hospital was contacted for the information and would not provide any additional information related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to alveolar hemorrhage. The pump was explanted and was discarded at the hospital. There were no alarms during the event. Additional information was received that on 08aug2024, the patient had a respiratory failure and tracheostomy was performed. Due to the cause being the original condition, the causal relationship with the device was considered to be low but could not be denied. On (B)(6) 2024, the patient passed away due to a massive bleeding and renal failure. The site of bleeding was respiratory and the approximate number of red blood cell concentrate transfused per 24 hours was not known. The patient was not on anticoagulation therapy at the time of the event and no drug treatment was performed. It was noted that the patient had a history of lesions or disease at the site of bleeding that promoted the development of the bleed. The causal relationship with the device was considered to be low as the device was unlikely to be associated but could not be denied.

Manufacturer narrative:
Section d4: model number and catalog number corrected. Sections e3 and e4: corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The pump was explanted and was discarded at the hospital. There were no alarms during the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1, "introduction," lists the adverse events, including bleeding, renal dysfunction, and respiratory failure, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.